Event description:
Caller reported that cartridge was not fitting properly on pump and described the issue as a past occurrence from july 13, 2025. Blood glucose level was within normal range, not exceeding 500 mg/dl. Caller reused old cartridge and refilled it with insulin due to new cartridge not fitting properly. Technical support educated caller that cartridges should not be reused or refilled, as they are single-use products, and caller understood and acknowledged this guidance.